Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument jaw attachment point protruded past the rest of the instrument, and the surgeon lost the ability to move that joint. The site stated the instrument tip was stuck in an articulated angled and the site was unable to be remove the instrument through the trocar. The site used another instrument to grab onto the tips and forced them straight to remove the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed. There were no abnormalities noted with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out. Port incision was not increased in order to remove the instrument and cannula together. Prior to attempting to remove instrument, the instrument jaws were stuck in a closed position. No fragment fell inside of patient anatomy. It was unknown if the instrument collided with any other instrument or tool during procedure. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws of the 8mm force bipolar instrument tip was stuck in an articulated angled and was unable to be remove the instrument through the trocar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip tips that extended further than manufactured. The complaint regarding instrument was found to have a bent grip was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. Additional observations not reported by the site: the instrument was found to have a frayed grip cable at the distal end. Furthermore, the instrument was found to have a dislodged molded insulator at the distal end as well as dried residue on the clamping pulleys.